Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted. Unable to prime during prime/a33 alarm test due to faulty fsr(gold). No a33 alarms noted. (B)(4)

Event description:
It was reported that the insulin pump alarmed during the priming process. Insulin also squirted out during said process. Advised that the insulin pump will be replaced. Nothing further reported.